Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular lead impedance measured "none" since initial implant with the first defibrillator. The device was explanted when it reached elective replacement indicator. When the new device was implanted, "none" impedance was still observed on the svc portion of the lead. Multiple attempts to re-seat the svc pin occurred, but the impedance remained "none". The svc coil was tested with the analyzer and normal impedance was observed. With the svc connected and still measuring "none", defibrillation threshold testing was successfully performed at 15j. The svc was programmed off. The replacement device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.